Manufacturer narrative:
The device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Note: suspect medical device brand name = pipeline flex with shield technology model # = ped2-475-20.

Event description:
Medtronic received report that a pipeline flex with shield did not open on the distal end during a procedure. The device was removed and a new device was used. The patient was undergoing treatment for an aneurysm in the left paraclinoid internal carotid artery (ica).

Event description:
Medtronic received additional event information: the patient was undergoing treatment for a saccular aneurysm in the left paraclinoid internal carotid artery (ica). The aneurysm height was 4mm and neck was 3mm. The ica diameter measured 4.7mm proximal and 4.5mm distal to the aneurysm. It was reported that the pipeline flex with shield was partially deployed; the distal section would not fully open despite multiple attempts. The distal end of the device ¿appeared crimped.¿ the pipeline device was removed from the patient. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.